Manufacturer narrative:
Information provided indicates the instrument has been used previously with no reported issue. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found it to be out of specification. Further review with knee engineering manager indicated that usage over time can wear the inside of the dovetail which could cause the out of specification condition found. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent a primary knee arthroplasty utilizing a femoral sizer on (B)(6) 2010. During the procedure, a notching of 4/5mm of the femur was noted. The sizer was checked subsequent to noticing the femoral notch and it appeared to have more clearance than it should have. The procedure was completed without significant delay. No further information has been received to date.